Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent hysterectomy). Essure was removed in 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain with essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.